Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966: portico ng approval study, eu2115-715 (r693272501, r693282101, r693283701). It was reported that on (B)(6) 2022, a 35 mm navitor titan valve was selected for implant. During the procedure, the patient developed third degree av-block, left bundle branch block (lbbb), and confusion, a temporary pacemaker was in place. A computerized tomography (CT) scan was performed, but showed no findings. It was noted that medication was administered for treatment. On (B)(6) 2022, a permanent pacemaker was implanted to treat the patients heart block.

Manufacturer narrative:
An event of third degree heart block, left bundle branch block and confusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications.h6 health effect - clinical code: code 1770 added h6 medical device problem code: code 2993 removed and code 1254 added.

Event description:
(B)(6) - portico ng approval study, (B)(6). It was reported that on (B)(6) 2022, a 35 mm navitor titan valve was selected for implant in a patient with severe aortic calcification. During the procedure, the valve needed to be re-sheathed 2 times due to non-uniform expansion. The patient developed third degree av-block, left bundle branch block (lbbb), and confusion, a temporary pacemaker was in place. A computerized tomography (CT) scan was performed, but showed no findings. A post-implant balloon valvuloplasty was performed. It was noted that medication was administered for treatment. On (B)(6) 2022, a permanent pacemaker was implanted to treat the patients heart block.